Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2022-01909. Related manufacturer reference number:1627487-2022-01910. It is unknown which leads have high impedances; therefore, all leads are being reported.

Event description:
Related manufacturer reference number:1627487-2022-00546. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on 2 leads. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein two leads and the ipg were explanted and replaced to address the issue.